Event description:
It was reported that during a procedure performed on (B)(6) 2013, while placing the pedicle screws the tip of two (2) reform polyaxial drivers fractured. The tips were removed from the head of the screw and the procedure was completed with another driver that was readily available, with no additional issues. A delay of approx twenty (20) mins occurred as a result. No pt injury was reported.

Manufacturer narrative:
The reported event involves the failure of two (2) drivers from the same lot. Only one report is being filed to include eval of both drivers. Engineering eval noted after visual eval of the drivers, it is apparent that the drivers failed under brittle material circumstances as can be noted by the spiraled fracture of the driver tip. Review of receiving inspection reports for this lot found that a total of (B)(4) drivers were received from the supplier and released for distribution in (B)(4) 2013 with no deviation or anomalies. Review of complaint history found a total of three (3) reports of fractured tips for this lot/design revision. One of which was reported to have occurred when the driver was dropped on the floor during cleaning process, not during a procedure. A CAPA was initiated, which identified the root cause to be attributed to the material used being too brittle causing premature failure. Corrective actions were initiated to change to a less brittle material and to add a fillet between hexalobular tip and the driver shaft to increase stress relief at those mechanical interfaces. A health hazard eval was performed, determining a none/negligible health risk. It was determined that a stock recovery would be initiated for this lot.